Event description:
It was reported that the patient underwent a pedicle subtraction osteotomy (pso) at l3 in a posterior fusion t10-iliac using posterior instrumentation, peek interbody spacers, and rhbmp-2/acs. The case went really well and the patient was responding well to treatment. At an unknown time post-op, the patient deteriorated with symptoms including increased pain and decreased mobility. The patient was re-hospitalized and it was noticed on x-ray that at the level of the pso, there was a non-union. The patient underwent a revision surgery 91 days post-op. Neural monitoring was used during the revision surgery. The current status of the patient is not ideal. Following the surgery, the patient has significant bilateral leg numbness and weakness bordering on paraplegia. Hopes are held for a return to function however the reality is that this may not be the case. No screws or any hardware were placed incorrectly in the revision surgery, the poor result is said to be one of positioning and the instability of the spine.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 7510800, product code nek was cleared in the united states. (B)(4). Pseudoarthrosis; this part is not approved for use in the united states; however, a like device catalog # 7510800, PMA # p000058 was cleared in the united states. A review of ap and lateral x-rays performed postoperatively show t12 to iliac fusion after pedicle subtraction osteotomy. Rods both broken at l3. Fusion is incomplete. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event.